Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the permanent cautery hook (pch) instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the base of the clevis to be related to the customer reported complaint. The broken piece was returned and was still installed to the instrument. Measuring roughly 8.30mm x 10.00mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint regarding broken cable was confirmed by failure analysis. .